Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 81 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and that the pump was worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. We were unable to confirm alarm due to overwritten history file. Pump was received with cracked reservoir tube lip and cracked case near display window corners noted.